Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was moderately tortuous, moderately calcified and 90% stenosed. The rx vision 2.75 x 23 mm coronary stent system failed to cross. During removal of the stent delivery system, there was resistance with the anatomy and the stent dislodged from the balloon, however, it was able to be retrieved without any surgery or cut down. Another same size stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement could not be confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. In addition, the reported stent dislodgement was unable to be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, device analysis revealed the stent implant was stationary on the balloon and in between the markers; not dislodged or dislocated as originally reported. It was confirmed that the stent did not dislodge inside the body. The stent delivery system was removed with no issue. The failure to cross was not due to the anatomy. No additional information was provided.